Event description:
Tip of stent delivery system broke off inside of pt. Piece was found inside 7fr sheath. Sheath removed in tact with piece intact. Wire cut, sheath exchanged out for new sheath. Pt stable, procedure continued. MFR #9616099-2005-01043.